Manufacturer narrative:
The hill-rom tech found two brakes casters and two steer casters not holding most likely due to normal wear and tear. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced two brake casters and two steer casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brake caster were not holding. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).